Manufacturer narrative:
Based on the current information provided, the cause of the operative complication was traced to unintended use error caused or contributed to event. A system log review was performed for this procedure: no relevant errors were observed during this procedure or a summary of relevant errors that were observed. Technical support was contacted and advised that the instruction for use / as per user manual, the user/ surgeon should not let go of the mtm while the user had their head in the console. Field service engineer was dispatched to inspect the system, no unusual findings found, all system test passed. An advanced system log review by the technical support (dvstat) team for the reported event date of (B)(6) 2023 was performed and found no system issues. The field engineer arrived on site and performed a gravity compensation on the master tool manipulator (mtm), tested, and verified the system with no issues found. The device operated as expected. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy procedure, the patient had a blunt injury to the segment 4 of the liver. Although there was no reported serious adverse patient impact and the patient did not require medical/ surgical intervention, if it were recur, this may cause serious injury or permanent impairment.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the patient had a blunt injury to the segment 4 of the liver. The surgeon was trying to adjust his hand on the right master tool manipulator (mtm) while his head was in the console, the permanent cautery hook was attached. The right mtm pushed down and caused the injury to the liver. A clotting agent was used to augment hemostasis, there was no additional intervention done and no procedure delay. There was no post-operative complication associated with the event, and the patient was reported to be in stable condition. The surgeon reported that the instruments / system was inspected prior to use and no unusual findings observed. The surgeon reported that he had identified etiologic factors of the error and have eliminated probability of recurrence to near zero. Steps taken to always include the sustaining of controllers while head is engaged in the console. If at any juncture the interface should be disrupted between hands and controllers, head should also disengage.